Event description:
It was reported that the needle did not deploy. Pod not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was observed to be in the not deployed state. The data downloaded from the device did not show any timeouts or drive stalls during the run. The top housing was inspected, and a scratch was found at the inside where the linkage assembly would be situated. The scratches on the top housing indicate interference between linkage assembly and the top housing. This interference can be confirmed as the cause of the device not deploying by the end of second prime.